Event description:
Olympus medical systems corp (omsc) was informed that during a laparoscopic assisted distal gastrectomy, the subject device was used and unspecified error occurred. The procedure was completed with another thunderbeat. There was no patient injury reported except for the above.

Manufacturer narrative:
The subject device was returned to omsc for evaluation. The evaluation confirmed that the ptfe pad of the device was worn and partially separated. Both the probe tip and the grasping section had contact marks with each other. The manufacturing history was reviewed, with no irregularities noted. Considering the evaluation result of the device, omsc concluded that the error and contact marks occurred since the user activated output with the separated pad, which caused contacting between the probe and the non-insulated area of grasping section. The separation of ptfe pad was due to activating output by the user without grasping anything (including after the tissue separated). While the grasping section is closed.